Event description:
It was reported that the patient returned 2 days after implant for reprogramming. The impedance measurements were out of range for all electrodes between 0-7 (except for 5). There was no detectable stimulation with any combination of these electrodes. All testing and stimulation with electrodes 8-15 were all within normal range. The patient underwent a revision. During the revision, the extension and lead were tested via a snap lid cable. All the impedance measurements were normal. Upon reconnection to the neurostimulator, the impedance measurements were all out of range. The neurostimulator was replaced and the impedance measurements were within range. The day after replacement, stimulation was felt on electrodes 0-7. The patient recovered without sequela.

Manufacturer narrative:
.